Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to foreign substances found inside the manifold, compressor flow screens and compressor connector. The manifold, compressor flow screens and compressor connector were replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "compressor fault-2001" error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.